Event description:
After I got the essure procedure done, I have had many side effects that after going to the doctor, they haven't found a reason. My guess is they have to do with essure since I didn't have these before. I get heart palpitations, anxiety, a weird feeling in my head that feels like I'm getting shocks in the brain, and at times when I get that feeling, my lips feel numb as well. I constantly have a pain in the right side, where I'm assuming my ovary is. This is the same side that the doctor had a hard time getting the coil in. On a good day, the pain is dull and constant. On a bad day, I'm almost in tears. The pain radiates down my groin into my leg and it's hard to even walk. I get headaches all the time, almost daily. I do suffer from migraines, but I can tell you the difference between the two. Also, I get episodes of bloating that are so uncomfortable, and my stomach gets so swollen, I look at least 5 months pregnant. I also get nauseous often, no vomiting, just the feeling. Another thing is that I frequency urinate, almost like a uti. When I had insurance, I would go in thinking it was a uti, and the doctor would order antibiotics for me to start on, and would do labs. A couple of days later, he would call and say the tests came back normal and discontinue the medication. This still goes on, but I just let it go.